Event description:
It was reported that the right ventricular lead had elevated short interval counts (sic) and non-sustained ventricular tachycardia episodes with a v-v cycle length of less than 220 milliseconds were noted. A lead integrity alert was triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.